Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [500 mcg/ml] at a dose of 40 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient recently had an MRI (magnetic resonance imaging). It was detailed that the patient had an MRI on (B)(6) 2017 and did not have the pump status checked post-MRI. Today (B)(6) 2017 they interrogated the pump and it was showing a motor stall (B)(6) 2017. The patient had heard no audible alarm was having no therapy issues. The MRI was not done due to a suspected problem with the device or therapy. The hcp read the logs and the interrogations resulted in a recovery. It had not been less than 2 hours since the patient exited the MRI field. Troubleshooting resolved the reported event. No symptoms or complications were reported/anticipated.